Event description:
It was reported that a peritoneal dialysis (pd) patient passed away on the cycler. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported this patient expired at home due to an unreported cause on (B)(6) 2024. It was affirmed the patient was connected to her liberty select cycler at the time of death. The patient was found pulseless and unresponsive on the morning of (B)(6) 2024 while connected to her cycler. Emergency services were not activated, and the patient was pronounced deceased in her home. Though the exact cause of death was not reported, it was confirmed the patient¿s death was not due to a deficiency or malfunction of nay fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away on the cycler. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported this patient expired at home due to an unreported cause on (B)(6) 2024. It was affirmed the patient was connected to her liberty select cycler at the time of death. The patient was found pulseless and unresponsive on the morning of (B)(6) 2024 while connected to her cycler. Emergency services were not activated, and the patient was pronounced deceased in her home. Though the exact cause of death was not reported, it was confirmed the patient¿s death was not due to a deficiency or malfunction of nay fresenius product(s) or device(s).

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this patient¿s death cannot be determined; however, there was no indication this patient¿s death was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.